Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins).it was reported that patient saw early end of service (eos) screen. Patient tried to recharge but eos appeared on screen. Patient has been on high density since implant. The issue has not been resolved at the time of this report. No surgical intervention occurred. Unknown if surgical intervention planned but rep will follow up for more information. Patient is alive with no injury. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
H3: analysis determined that the implantable neurostimulator (ins) passed functional testing, and no significant anomalies were identified. No end of service (eos) message was observed when the ins was recharged in the analysis lab. According to the trace report taken from the ins, neither the elective replacement indicator (eri) eri or eos bit had been set. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3550-29, lot# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative 2018-08-10. It was reported that the cause of the early eos was not determined. The ins was sent in to manufacturer for analysis. The eos was resolved by replacing the ins. The information was confirmed with physician/account. No further complications were reported/anticipated.